Event description:
A patient was implanted with trochanteric fixation nail on (B)(6) 2012, for sub-trochanteric femur fracture. Patient was returned to operating room on (B)(6) 2013, for nail exchange due to non-union. Nail was replaced with a longer nail, helical blade was replaced with a lag screw, locking screw was replaced with larger screw. This report is #1 of 3 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional code: hwc. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.